Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 2.2 failed. User tried to recover storage space, but issue still persisted. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-dec-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that half-height drawers 2.1 and 2.2 were frequently failing. The field service engineer (fse) replaced the damaged pyxisbus module board and the faulty retractor band. Upon reboot, the heartbeat light on the pyxisbus module board for drawer 2.2 began blinking normally. All drawers were tested and confirmed to be operating properly. The system functioned as intended after the field service engineer (fse) resolved the issue.